Manufacturer narrative:
(B)(4) - tension pneumo is not labeled in the IFU. Device separation is not labeled in the IFU. Event evaluation: still under investigation.

Event description:
The connective tube came apart at the fluid end of the clear connector, leaving the cook catheter open to air. The following additional information was received on (B)(4) 2011: this occurred three times. After the rep visited the hospital, the problem/complaint is actually related to the incompatibility of another manufacturer's connecting tube, as the customer stated that the clear connective tubing in the cook set was not used or related to the issue. Customer preferred cook's clear connecting tube and thinks it will solve this problem. Since the cook heimlich valve became separated from a non-cook connecting tube, when an rn reconnected the cook valve, he/she accidentally reconnected at the wrong end, which prevented the pneumo from draining and instead caused a tension pneumo for this patient. The customer did not blame the cook product for this occurrence.